Manufacturer narrative:
It is known that improper installation, maintenance or a collision can lead to the spring arm cover falling off. The device was evaluated and repaired by a trumpf medical (B)(4) distributor.

Event description:
The plastic cover on an ondal spring arm attached to the trumpf medical surgical light detached and fell above the operating field. It did not fall into the sterile field and no patient injury occurred.